Manufacturer narrative:
The reported field event of undersensing could not be reproduced in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew, and contact spring did not reveal any anomalies. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient passed away due to ventricular fibrillation (vf). Upon investigation, episodes of undersensing were observed on the device. Technical support was contacted and the device was performing as programmed. There is no allegation that any abbott products caused or contributed to the patient's death. The device was explanted following the patient's death.